Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse discovered that the customer uses their iabp's in an off label program when they walk the patient every day with the iabp in turn, depleting battery life. To fix the issue, the fse replaced the battery, sealed lead acid, 12v and performed all functional and safety check to pass and meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient a cs300 intra-aortic balloon pump (iabp) battery run time was short. No patient harm, serious injury or adverse event was reported.